Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the drawer failed, and won't even pop out, device not detected on bus. The user tried to recover the storage but still issue stayed persistent causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a main drawer 3.1 and 3.2 failed and showing not detected on bus. The resolution was performed in case (B)(4), where fse was dispatched already for the same asset. The field service engineer replaced the module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.